Event description:
It was reported there were elevated impedances. It was stated they had to increase to 3v to get the values correct. It was noted there was involvement with contact 8 due to the ¿pattern.¿ it was stated the patient had 50-60% improvement with the stimulation on since the patient is not functional with the stimulation off. It was stated the patient did not have great benefit from the therapy. It was noted the patient would fall a lot and in different positions. It was noted an x-ray was performed of the chest, neck, and skull but it showed nothing remarkable.

Manufacturer narrative:
Concomitant: product ID 8840, product type programmer, physician. Product ID 3387s-40, lot# v662702, implanted: 2011-(B)(6), product type lead. Product ID 3387s-40, lot# v662702, implanted: 2011-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).